Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional reported information indicates, the 2.25x28 mm rx xience xpedition stent delivery system (sds) was advanced and when inflated; the stent was not seen on the balloon. There was no stent on the sds. A new same sized rx xience xpedition sds was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: failure to follow steps/instructions. The device was returned for analysis. The stent dislodgement was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for stent dislodgement from this lot. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the stent was not crimped to the balloon for a 2.25x28 mm rx xience xpedition stent delivery system (sds). Reportedly, there was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided but has been requested.